Event description:
It was reported that during a follow-up visit approximately two months post implant, the right atrial (ra) lead thresholds were high and an electrogram suggested a dislodged lead. The patient underwent a lead revision but during the procedure it was determined that the lead was in the correct position and thresholds were normal on a second electrogram. The lead was then tested through the analyzer and, again, the values were normal. The physician decided to explant and replace the patient¿s implantable cardioverter defibrillator (ICD). No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.